Event description:
A customer contacted beckman coulter inc., (bci) stating that the act 5diff wbc lyse reagent was leaking when the reagent shipment was unpacked. Customer was wearing ppe at the time of this event. There was no exposure of the chemical to open lesions or mucous membranes; there was no skin or eye contact. Medical attention was not required.

Manufacturer narrative:
Approximately 15-20ml of reagent leaked. Replacement of wbc lyse reagent was sent to customer.